Manufacturer narrative:
This report will be amended when our investigation is complete. Deviced received but not yet evaluated.

Event description:
It is reported that device was discovered broken during pre-operative planning.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of the device history record and receiving inspection report identified no deviations or anomalies. Attached photographs verified item lot combination and reviewed manufacturing date as returned tasp shim has both of components 1 and 2 disassembled / missing the missing components were not returned. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 2 year 9 months before it fractured, which was manufactured in aug 2013 and has been used in an unknown number of surgeries. A notification was sent to the field on august 28, 2014 to provide clarifications relating to the cleaning techniques for tasp constructs for all persona users on file at the time of the field notice. A redesign of the persona tasp shim was conducted to allow locking of the tasp assembly during handling, insertion and removal from the tasp assembly with the tasp inserted in the tibial sizing plate. This device was manufactured prior to the re-design. Therefore, the root cause is considered to be a previously addressed design issue.